Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced scrotal pain and swelling since device implantation and activation and has been unable to use the device. The patient stated that a suprapubic catheter has been in place since the implant surgery and also reported that antibiotics were prescribed; however, the swelling has not improved. The patient is scheduled to return to the physician in (B)(6) 2026 for evaluation. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Swelling/edema and pain are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of swelling/edema and pain are known risks associated with this device type and indicated as such in the instructions for use.